Event description:
It was reported that this right ventricular lead exhibited high shock impedance measurements. This lead may be revised at device changeout, but currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).